Event description:
We had two incidents during the same surgery with the davinci s tip cover accessory. This tip is used on the da vinci monopolar scissors to cover the shaft, exposing only the scissor tips. This is to protect the patient from any possible tissue burn during surgery. Two tip covers from the same lot melted during robotic procedure. A third cover from a different lot was used without further incident.====================== health professional's impression======================bad lot====================== manufacturer response for tip cover accessory, da vinci s======================requested return